Event description:
It was reported that during a pta treatment procedure to dilate a lesion in an iliac vessel, removal diffculties were encountered. The balloon catheter had been successfully advanced to the target lesion and inflated one time to 15 atm. The physician was attempting to withdraw the balloon catheter back through the sheath when difficulty was experienced getting it back into the sheath. The entire system was removed as a unit. The procedure was successfully completed. No patient injury or complications were reported. The patient is reported as "ok" following the procedure.